Event description:
During PICC placement, they were unable to flush the PICC. They withdrew the line and discovered the guidewire had broken in 2 pieces. Both pieces were recovered and the entire wire was verified to have been removed.

Manufacturer narrative:
The complainant of a broken tls stylet is confirmed. The products returned for eval were a 5fr d/l powerpicc solo catheter and a tls stylet. The t-lock assembly was still attached to the catheter but the stylet was removed. It is possible that the user pulled the stylet through the t-lock assembly rather than removing the t-lock assembly and stylet as a unit. The IFU instructs the user, "slowly remove the t-lock, stylet funnel, and stylet, as a unit. Do not remove stylet through the t-lock." The returned tls stylet had broken near the distal end, in the magnetic region. The break occurred 1.3" from the distal end of the stylet. Microscopic exam (10-60x) revealed that the segment polyimide tubing contained multiple kinks. The majority of the kinks were located at junctions between the magnets. The tubing was slightly compressed at the break edge of the proximal segment, suggesting that the tubing had been kinked prior to breaking. The distal magnet in the proximal segment did not appear to be fractured. This magnet was recessed within the tubing approx 0.004". The break edges in the polyimide tubing contained a granular texture. The exposed end of the magnet in the distal segment appeared to be fractured and a small section of the inner polyester shrink tubing was pushed over the break surface. There appears to be eleven full magnets and one partial magnet between the break site and the distal adhesive tip. The partial magnet was approx .055" long and recessed in the tubing approx 0.040". The three magnets leading up to the break site in the distal segment were fractured. The exact mechanism of damage is unk. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A chr of lot #reub0167 showed no other similar product complaints from this lot number.